Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to secure loose external pyxibus cables at comsled. A field service engineer troubleshooted and found it was a ghost failure of half height drawer 2.1. And also drawer failed manually via emergency drawer open & recovered no further issues. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an error message 'need to recover storage'. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.